Event description:
It was reported that there was dust and foreign matter inside the over pouch of the cassette packing. The caller stated the matter was inside of the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. A review of all batch record documents was conducted for lot number s13j09022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.